Manufacturer narrative:
Field service engineer was dispatched to the site and discovered a bent pipette. Pipette was replaced and alignment of sample pipette was adjusted. Rinse well was cleaned. Calibration and controls were run and system is operational.

Event description:
Two samples tested on same patient on the same day had negative results for protein. The physician questioned the negative results as the patient has a history of high urine proteins. Each sample was retested later that day after being brought to room temperature. Each sample tested 3+ for urine protein and clarity of cloudy.